Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was observed. The target lesion was located in the distal right coronary artery (rca). The 20x3.0mm taxus liberte stent delivery system (sds) was removed from the protector hoop when stent damage was noted. The procedure was completed with a different device and no patient complications occurred. The patient's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)